Event description:
The micro saggital saw was returned for service. Upon eval at the MFR, it was found to overheat. Ther was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the link nut was found to be loose and the motor assembly was found to be corroded. The presence of a loose link nut and corrosion in the motor is likely to cause or contribute to the handpiece overheating.